Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, wife reported that pt has experienced elevated blood glucose in the 250-300 mg/dl range since starting a new type of infusion set. Pt bolused as a correction for hyperglycemia. Normal blood glucose was not provided, but wife said, it is lower than the readings he experienced. Pt also experienced a concern with the infusion cannulas bending. There were no issues with the preparation or insertion of the infusion set, and the infusion sites did not leak insulin. There were no issues removing the infusion headsets. Insertion device was used to insert the headsets. Pt noticed the concern "instantly" after the headset was inserted. No product was requested for eval. Replacement product was sent. The pt did not require treatment from a health care professional or second party to address the issue.